Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a low battery alert and now had a blank display. Caller also reported that there was a dark spot on the display and that the casing was cracked. Blood glucose level at the time of the incident was 267 mg/dl. The customer's mother was advised that the insulin pump would be returned and agreed to return the device for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had bleeding lcd glass.